Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the tubing was cracked at the port closest to the patient which caused leakage of about 100 ml of the blood product. No patient injury.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed and the exact root cause of the reported incident could not be determined at this time. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.